Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had a blood glucose level of 430 mg/dl and had bolused 1.6 units of insulin from their insulin pump. Advised customer to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming and insulin exited tubing. Customer verified device was not leaking and did not alarm. Upon removing infusion set from body, customer reported wetness at insertion site. Also, it was discovered the customer had the incorrect time and date entered into the device. Nothing further reported.